Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Moisture damage found on the lcd board. Pump received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window. No frozen screen noted. Unable to upload to carelink pro due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 119 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.